Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture at 7.5v@1.5ms. Under flouro, it appeared the helix was not deployed, as they couldn't see the screw, or the gap which indicates deployment. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.